Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Our field service engineers investigated the reported machine on site. The expiratory valve coil has been replaced and send back for further investigation. The returned part has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 4 days. Moreover, it passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).